Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 7518435 conformed to specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, no defect noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID: 828804pl) was implanted on (B)(6) 2025. It was found that the valve was not draining, and according to neurosurgeon, there was minimal changes with the ventricles in imaging, that may or may have not involved the valve itself, but did require revision to further investigate. Therefore, the valve was removed and replaced on (B)(6) 2025. The patient is doing great with the new valve.